Manufacturer narrative:
The information described in this report was collected by the (B)(6) for the (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the (B)(6). Therefore, further investigation is not possible. (B)(4). A review of the manufacturing records could not be performed as the lot number was not available. UDI number could not be obtained as the lot number for the device was not available. The gore® tag® thoracic endoprosthesis instructions for use (IFU), states complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to aortic expansion, bleeding (procedural and post-treatment), branch vessel occlusion or obstruction, embolism (micro and macro) with transient or permanent ischemia, peripheral malperfusion or ischemia, thrombosis, and reoperation.

Event description:
It was reported to gore via the (B)(6) that on an unknown date in 2015, the patient underwent elective endovascular treatment of a symptomatic acute dissection extending from zones 3 to 15. According to the report, prior to the thoracic endovascular aortic repair (tevar), the patient was experiencing bilateral lower leg ischemia as a result of malperfusion. It was reported, a conformable gore® tag® thoracic endoprosthesis, was implanted within zone 4, with coverage extending from zones 2 to 4. The tag device was reported to have been delivered and deployed with successful coverage of the primary entry tear in zone 3. At the time of the initial procedure, the maximum aortic diameter and was reported to have measured 34.0 mm, in zone 3. Additionally a branch procedure involving the left subclavian artery (lsa), celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) and left and right common iliac arteries was performed. An ax-femoral bypass was performed on the right side due to the patient¿s continuing ischemia. Post branch treatment, all vessels were reported to be patent with no coverage of the lsa. According to the report. Post-operative complications included a generalized embolic event resulting in lower leg ischemia (details not provided). On an unknown date, post-operatively, additional endovascular and surgical procedures were performed to restore perfusion to the right common iliac artery. It was reported, at the conclusion of the procedures, a spinal drain was placed and a transfusion of 2 units of packed red blood cells was administered. According to the report, post-operative imaging showed all devices to be patent and lower limb perfusion was restored. Reportedly, the patient was transferred to the intensive care unit in stable condition. On or about, (B)(6) 2015 (post-operative day 23), the patient was discharged to home. The maximum aortic diameter within the treatment area at time of discharge was reported to measure 31.4 mm. On or about, (B)(6) 2015 (post-operative day 34), follow up imaging reported a maximum aortic diameter within the treatment area of 36 mm. No additional procedures or interventions were reportedly performed to treat the aortic enlargement. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.